Manufacturer narrative:
(B)(4).

Event description:
Caller reported blood glucose results from 3 compact plus systems: (B)(6) reading was 89 mg/dl (B)(4) reading was 166 mg/dl. The results were taken within ten minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.